Event description:
Reporter applied the patch to her shoulder at 11:00 pm on saturday, in 2007 and removed it the next morning at 6:00 am. When she removed patch, it pulled off most of the skin under patch area. Reporter did not specify if there was burn or irritation from patch or if skin was pulled off by patch removal. She saw a dermatologist the following day to have her shoulder treated. Area was still sore and painful five days later. She has been unable to wear a bra or take a shower since she removed the patch on sunday, four days earlier and is taking pain medication for the discomfort.